Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient returned to the hospital due to the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed anterior and posterior. It was noted that imagining was poor. An xtw clip was successfully implanted. To further reduce mr, an nt clip was inserted. During reposition of the nt clip, the xtw clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the nt clip was deployed along with an additional clip being implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. At an unknown date after the procedure, the patient returned to the hospital with recurrent mr and the echocardiography showed the nt clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report. B3: date of event estimated.